Manufacturer narrative:
Internal file number - (B)(4). (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The devices were not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint devices was not provided. The reported adverse event/patient effect of death as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information available, a definitive cause for the reported death could not be determined in this case. Although a conclusive cause for the reported patient effect(s), and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. Literature attachment: edge-to-edge mitral valve repair with extended clip arms.

Manufacturer narrative:
Patient codes: 1802 labeled device codes: 2993 labeled na internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Article titled: edge-to-edge mitral valve repair with extended clip arms, early experience from a multicenter observational study. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3. Date of event estimated d6. Implant date estimated g9: exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is being filed to report post procedure death. It was reported through a research article identifying mitraclip that may be related to patient death. Specific patient information is documented as unknown. Details are listed in the attached article titled, edge-to-edge mitral valve repair with extended clip arms, early experience from a multicenter observational study. No additional information was provided.